Event description:
It was reported that during a coronary drug eluting treatment procedure, the stent embolized from the balloon. The moderately calcified, severely tortuous, 90% lesion was located in the right coronary artery (rca). The lesion was predilated with a 2.5 x 15 mm maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 3.0 x 28 mm drug eluting stent. However, was unable to cross the lesion. The physician then retracted the undeployed taxus stent back into the guide catheter, however, the stent dislodged from the balloon. Several attempts was made to snare the stent out but was unsuccessful. The physician then deployed the stent in the superior femoral artery (sfa). The procedure was completed with balloon angioplasty. No injury or pt complication was reported. Pt status is reported to be "satisfactoy/good".